Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found no image was produced when the returned device was tested with olympus, model series 180 endoscopes; the cause was assigned to a defective printed circuit board (dr board). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present for "older endoscopes." There was no patient injury, associated with the problem, reported to olympus.

Event description:
Additionally, the customer reported that the event occurred before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, poland. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated, and dr board failure was confirmed. The subject device was manufactured before the design was changed. It was surmised that the phenomenon occurred due to the faulty board set (dr board) caused by design failure. The change history of parts was reviewed and it was found that the design of the dr board was changed on april 16, 2018. It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The instruction manual identifies the following related verbiage which might have been prevented the reported phenomenon: ¿when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down.¿ olympus will continue to monitor field performance for this device.